Manufacturer narrative:
Evaluation method biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The patient reported developing boils under the ECG electrodes. The patient reported seeing a dermatologist for the affected area. The final medical outcome of the irritation is unknown. It is unknown if the patient received medical intervention. There was no alleged device malfunction.